Event description:
The customer reported that they needed assistance in obtaining retrospective data after an event and had questions about time stamps.

Manufacturer narrative:
(B)(4): the customer waited 11 days before reporting to philips to get additional information, spoke with the hospital's risk manager, on (B)(6)2010, who did state that there was a death associated with this call. They are looking for retrospective data and did not allege a device malfunction. This issue would not be likely to cause or contribute to death or serious injury as real-time monitoring and alarm annunciation functions are unaffected. Philips will file a supplemental report after the completion of this investigation.